Manufacturer narrative:
Initial reporter facility name:(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 24 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent struts were damaged. The procedure was completed using alternate method or device. There were no patient complications nor injuries reported.